Event description:
Customer reported a past low blood glucose (bg) event with the lowest level recorded at 44 mg/dl, which required intervention from paramedics. Paramedics administered glucose gel as the customer had lost consciousness, but no injury occurred. Customer consumed carbohydrates to address low bg, and tandem customer technical support (cts) advised consulting a healthcare professional for further guidance.